Manufacturer narrative:
D4. Unique identifier (UDI) number: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that a grade b dissection that required an intervention occurred. In (B)(6) 2026, the procedure occurred. The patient was on a prior regimen of aspirin (>= 72 hours) and antiplatelet medication other than aspirin (>= 72 hours). Heparin and other antithrombotic medication were administered at the time of the procedure. The 2.25 mm x 25 mm target lesion was located at the first diagonal branch. The target lesion was pre-treated with the 2.25 mm x 20 mm wolverine and a non-compliant angioplasty catheter with 20% residual stenosis and timi flow of 3. The target lesion was then successfully treated with 2.25 mm x 28 mm synergy xd drug eluting stent producing 0% residual stenosis with timi flow of 3. The same day of the procedure, the final angiographic outcome showed the presence of a grade b dissection after pre-dilation that required an additional intervention of a stent implantation. Patient discharged.